Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manger (stm) was dispatched to evaluate the iabp. The stm advised that the customer was able to determine that the issue of not reading pressure from their fiber tic balloon was due to user error. The customer reported to the stm that the iabp was back into use and canceled their request for service.

Event description:
It was reported that while in use in a patient the cs300 intra-aortic balloon pump (iabp) was not reading pressure with fiber optics catheter. There was no harm or injury to patient reported and no adverse event was reported.